Event description:
A surgeon reported that following an intraocular lens (iol) exchange procedure, the pt has an unexpected postoperative outcome. Additional info has been requested. There are two medical device reports associated with this event. The lens exchange was previously reported under manufacturer number 1119421-2011-01414.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 12/15/2011 and 12/23/2011 by phone, fax, and mail. A completed questionnaire has not been received. Pt code: 2642 - not labeled. Device code: 2993 - not labeled. This report was mailed to FDA on: (B)(4) 2012. The manufacturer internal number is: (B)(4).